Manufacturer narrative:
Service was dispatched due to the customer reporting falsely depressed potassium, sodium and chloride (ict) results on the alinity c , serial # (B)(6) . Service observed the module generated aspiration errors, so the water line syringe seal was proactively replaced and determined the possible likely cause for the depressed potassium, sodium and chloride (ict) results. The instrument service history for the (B)(6) found no additional falsely depressed potassium, sodium and chloride results were reported post the current event was identified. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed ict (sodium, potassium, chloride) imprecision (falsely decreased) on the alinity c processing module. One example was provided. Patient sid: (B)(6) (B)(6), 2023 sodium: initial result <100 mmol/l, repeat result 142 mmol/l potassium: initial result 2.18 mmol/l, repeat result 4.33 mmol/l chloride: initial result 56 mmol/l, repeat result 111 mmol/l reference ranges: sodium: 136 - 145 mmol/l potassium: 3.5 - 5.1 mmol/l chloride: 98 - 108 mmol/l no impact to patient management was reported.